Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the non-pacemaker dependent patient's right atrial lead was capped and replaced on (B)(6) 2019 during a routine generator change due to previously noted episodes of noise which resulted in inappropriate mode switches. The clinic had elected to monitor the patient's lead until the device had reached the elective replacement indicator. The patient's right ventricular lead has also exhibited some episodes of lead noise. The lead would be monitored. The patient was stable. Related manufacturer reference number: 2017865-2019-06312.